Event description:
A device report from (B)(6) indicated a letter from an insurance company in (B)(6)reported: pt status post lcp plate and screw implantation on (B)(6) 2012 was discovered to have the plate broken approximately 6 weeks post operatively. The plate was removed on an unk date and replaced with a new plate.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Product received for evaluation.